Event description:
We were informed on april 12, 2024 about an event regarding a patient with medtronic bi-lateral vim (ventral intermediate nucleus) leads the patient underwent a procedure to revise the medtronic leads due to migration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).